Manufacturer narrative:
The event of dermatomyositis (captured under autoimmune disorder), deemed not device related is considered an unexpected adverse drug experience. Corrected data: b5, b6, h6.

Event description:
Corrected information also noted patient experienced coexistent psoriasis complicated with dermatomyositis, deemed not device related.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ int ck 1 and 4 and 2mls of juvéderm® volift¿ in the nl1,2,3. Roughly a month later, patient was injected with 2mls of juvéderm® voluma¿ in the ck 2 and 3 and dmfp and 1ml of juvéderm® volift¿ in the soof. About 4 months later, patient was injected with 2mls of juvéderm® volux¿ in thec1-2 and jw 4-5. Three months later, patient tested positive for influenza a. Patient was hospitalized the following day for about week and a half. Treatments included antibacterial and antiviral therapy, symptomatic medications, and inhalations with salbutamol. Between 7 to 14 days after discharge, intramuscular injections of an immunostimulant (cycloferon) were administered according to the prescribed regimen. A few days after discharge, patient was injected with 2mls of juvéderm® volux¿ in the jw 1, 4, and 5 and 2mls juvéderm® volift¿ in the lp 1 and 6 and m1,2, and 3. About a week later, patient experienced psoriasis on the scalp (patient does have a history of psoriasis) along with tinea versicolor (pityriasis versicolor) on the body, and dermatitis on the palms of the hands. Patient was treated with paderm, closansaol and demovate ointment. About a month and a half later, patient developed severe itching, body swelling, difficulty swallowing, redness, and swelling of the face (painless upon palpation but with painful and inflexible earlobes), bright red itchy erythema on the chest, abdomen, forearms, scalp, buttocks, thighs, and knees along with severe weakness following prolonged sun exposure. Patient also developed cheilitis and ulcers in the oral cavity and painful, itchy, bright red plaques on the dorsal surfaces of the hand phalanges. Patient was treated with topical dexamethasone 0.5mg, zinc oxide, talc 15g, sunflower oil across the body except for the face and scalp and oral dasselta 5mg tablets. Following treatments, patient also developed cheilitis and ulcers in the oral cavity and painful, itchy, bright red plaques on the dorsal surfaces of the hand phalanges. Patient was then placed on skincare products for sensitive skin, spf 50+ cream, solantra, a moisturizing cream with 10% urea for the entire body. Patient was also treated with an injection of 2mls kenalog and prescribed tapered medrol starting at 16mgs. Patient would later be hospitalized for 9 days with treatments including prednisolone and 4 disopron injections. About 2 months later, patient¿s symptoms of inflammation began to return, including swelling, itching, redness across the body, muscle weakness, shortness of breath, recurrent inflammation of the oral mucosa, anal fissures, swollen and painful hand phalanges, and open wounds on the back of the hands and joints, which healed slowly. Patient also experienced significant hair loss. Patient was prescribed prednisolone at a dose of 4 tablets per day. Symptom ongoing with confirmed on the oncological disease. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4). This emdr is being submitted for the juvéderm® voluma¿.

Manufacturer narrative:
Previous medwatch submission noted dermatomyositis (captured under autoimmune disorder), deemed not device related is considered an unexpected adverse drug experience. Abbvie medical safety determined that the event is not considered a serious unexpected adverse drug experience. The event of other-medical, deemed not device related is considered an unexpected adverse drug experience. Corrected data: h6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event of fungal infection and viral infection, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ int ck 1 and 4 and 2mls of juvéderm® volift¿ in the nl1,2,3. Roughly a month later, patient was injected with 2mls of juvéderm® voluma¿ in the ck 2 and 3 and dmfp and 1ml of juvéderm® volift¿ in the soof. About 4 months later, patient was injected with 2mls of juvéderm® volux¿ in thec1-2 and jw 4-5. Three months later, patient tested positive for influenza a. Patient was hospitalized the following day for about week and a half. Treatments included antibacterial and antiviral therapy, symptomatic medications, and inhalations with salbutamol. Between 7 to 14 days after discharge, intramuscular injections of an immunostimulant (cycloferon) were administered according to the prescribed regimen. A few days after discharge, patient was injected with 2mls of juvéderm® volux¿ in the jw 1, 4, and 5 and 2mls juvéderm® volift¿ in the lp 1 and 6 and m1,2, and 3. About a week later, patient experienced psoriasis on the scalp (patient does have a history of psoriasis) along with tinea versicolor (pityriasis versicolor) on the body, and dermatitis on the palms of the hands. Patient was treated with paderm, closansaol and demovate ointment. About a month and a half later, patient developed severe itching, body swelling, difficulty swallowing, redness, and swelling of the face (painless upon palpation but with painful and inflexible earlobes), bright red itchy erythema on the chest, abdomen, forearms, scalp, buttocks, thighs, and knees along with severe weakness following prolonged sun exposure. Patient also developed cheilitis and ulcers in the oral cavity and painful, itchy, bright red plaques on the dorsal surfaces of the hand phalanges. Patient was treated with topical dexamethasone 0.5mg, zinc oxide, talc 15g, sunflower oil across the body except for the face and scalp and oral dasselta 5mg tablets. Following treatments, patient also developed cheilitis and ulcers in the oral cavity and painful, itchy, bright red plaques on the dorsal surfaces of the hand phalanges. Patient was then placed on skincare products for sensitive skin, spf 50+ cream, solantra, a moisturizing cream with 10% urea for the entire body. Patient was also treated with an injection of 2mls kenalog and prescribed tapered medrol starting at 16mgs. Patient would later be hospitalized for 9 days with treatments including prednisolone and 4 disopron injections. About 2 months later, patient¿s symptoms of inflammation began to return, including swelling, itching, redness across the body, muscle weakness, shortness of breath, recurrent inflammation of the oral mucosa, anal fissures, swollen and painful hand phalanges, and open wounds on the back of the hands and joints, which healed slowly. Patient also experienced significant hair loss. Patient was prescribed prednisolone at a dose of 4 tablets per day. Symptom ongoing with confirmed on the oncological disease. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the juvéderm® voluma¿.